Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) remained upon removal. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. During deployment after positioning, difficulty was encountered. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) remained upon removal. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. During deployment after positioning, difficulty was encountered. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 7f non-cordis catheter sheath introducer was returned inserted on the device. The sealant was in its manufactured position, and the advancer tube was in its manufactured position. On the other hand, the sealant sleeve was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Additionally, a simulated deployment test was performed, and no issues related to the functionality of the device were observed, as the sealant was deployed and the advancer tube was advanced as expected, after the handle was proximally pulled from the shuttle to continue with the advancement of the advancer tube resulting in the sealant deployment. Finally, the advancer tube was fully removed passing over the balloon showing no impediment or friction that may have affected the use of the device. The reported event of ¿sealant-sealant misdeployment-complete¿ was observed through analysis of the returned device as the sealant was noted to be present in its manufactured position during visual inspection. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the reported event, as incomplete shuttling down of the shuttle and/or premature swelling of the sealant may have occurred. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device and deploying on the catheter. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and a possible misdeployment of the sealant. Neither the product analysis, nor the information available for review, suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.